Event description:
Dorsal column stimulator placed 4 yrs ago in another state. Recently patient has had problems with shocking and malfunctioning consistent with lead failure. Manufacturer response for dorsal column stimulator, neurodynamix (per site reporter): they would like product returned.